Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2007 with an isoline 2cr-6 defibrillation lead. Successful induction test was completed with 1.2 mv ventricular sensitivity. Upon scheduled follow-up performed on (B)(6) 2008, noise oversensing episodes labeled as ventricular fibrillation were recorded in the ICD memories. No inappropriate therapy was delivered. Ventricular sensitivity was programmed to 0.6mv. All tests (sensing, thresholds, impedance and continuities) were satisfactory. Noise sensing could not be reproduced via provocative maneuvers or manipulating the header. The physician reprogrammed the sensitivity to 0.8mv and extended vf persistence from 6 cardiac cycles to 8.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the untied states. Method: review of the electronic data and files rec'd. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009). The oversensing episodes recorded were non sustained episodes which did not trigger any therapy (because they were not sustained.). Such oversensed events most probably result from a strong external source of interference, and might be due to specific pt activities (e.g. Home appliances, electrical devices, tools ¿). Evaluation of the correlation of the pt environment or activities with the date and time of occurrence of the oversensing behavior might help to identify a possible source of interference. The source of oversensing should be excluded if it recurs, before any parameter reprogramming. Reprogramming the parameters - sensitivity to a higher value (less sensitive), persistence to a higher value - can be evaluated, provided that the induction tests were performed at such higher values (to ensure proper sensing of a ventricular fibrillation).